Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning had triggered, and there was low impedance and apparent oversensing on the right atrial (ra) lead. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments, analyzed, and it was noted that the outer and inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.